Event description:
As reported by the clinical specialist, after the valve was successfully implanted, the post right groin angiogram showed a dissection of the right common femoral and distal external iliac artery. Manual pressure was held for five (5) minutes. Another angiogram was performed and showed little improvement. Intravascular ultrasound (ivus) was used to further interrogate the vessel, and it showed migration of the dissection into the right superficial femoral artery (sfa). A 7.0 mm x 40.0 balloon was used for an angioplasty for two (2) minutes in the vessel which was unsuccessful. With vascular surgery consultation, a decision was made for the patient to undergo a cutdown and implant a stent. Additional information was received from the clinical specialist indicating that the implanting physician had noted excessive push force that was more than normal during the procedure. The implanting physician suspected that the patient may have had friable vessels due to the nature of the patient's valvular disease, which may have contributed to the dissection. The initial report indicated that the high push force occurred upon inserting the 16fr esheath+. However, the clinical specialist clarified that it was unknown whether the high push force occurred during insertion of the esheath+ or during advancement of the delivery system with valve through the esheath+.

Manufacturer narrative:
The investigation is ongoing.